Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: germany . During the surgery, the 2nd needle detached; fallen in or-situs.

Manufacturer narrative:
Samples received: 24 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 900 units of this code-batch. There are no units in our stock. We have received 24 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results are: 1.42 kgf in average and 0.01 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.